Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the tubing of a jelco® saf-t wing® blood collection and infusion set pulled away from the needle, leading to a needle stick. The phlebotomist collected a venous specimen with the blood collection set from an adult patient. When the phlebotomist pulled back on the tubing to activate the safety feature, the tubing was hard to pull. The phlebotomist pulled a second time a heard the "click", which means the needle should be retracted. The tubing had pulled away from the hub of the needle. The phlebotomist picked up the butterfly and was stuck by the needle because the bevel end of the needle had not retracted. The phlebotomist disposed of the product in the sharps container. No permanent injury was reported.